Event description:
Urine was noted to be leaking on the floor from the drainage bag. The item was removed from service and inspected. A tear in the bag was found behind the urimeter. This is the same place as defects in previous urine meter drainage bags as previously reported.

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis showed that the atw35 device was received in good visual condition. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan dislodging. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device or a solid structure resulting in the cartridge to partially disengaging from the channel. Batch history review has been completed with no anomalies reported.

Event description:
It was reported that during a hepatectomy procedure, the device would not staple but cut. The issue occurred upon the first use of the device, with the cartridge shipped loaded on the stapler. While activating the stapler on the middle hepatic vein, no resistance or suspicious noise was noted. However, a bleeding appeared and upon the removal of the device, the vein was noticed to be cut but not stapled. Moreover the cartridge was dislodged of the jaws. The stapler and the cartridge were removed before clamping the hepatic vein. The physician confirmed there was no obstacle crossing the staple line like clips or anything else. The bleeding was quickly controlled by manual sutures. The procedure could be completed despite the issue and the patient is currently fine. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.